Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system extraction due to patient had infection, fluid discharge and hematoma. This device was surgically explanted. No additional adverse patient effects were reported.